Manufacturer narrative:
(B)(4). The customer reported they could not acquire a 12 lead. The limb leads were evaluated and found to be damaged. There was no reported adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported they could not acquire a 12 lead. The limb leads were evaluated and found to be damaged. There was no reported adverse pt impact.